Event description:
It was reported that the pump was alarming, "no disposable," the alarm was silenced, and the patient expressed extreme difficulty following instructions in attempting to review the settings. Per reporter, patient was unsuccessful in following instructions to review the settings and the settings were not obtained. Per reporter, the patient was unable to follow instructions to power off the pump. This event occurred while use with patient at hospital. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No device was returned for repair/evaluation. No previous repair has been noted in the last 12 months. No event history log provided. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.